Event description:
The customer reported that during a routine check of the iabp, the iabp generated a "high pressure" alarm. No patient was involved. Note: the customer called in and did not give a correct explanation of the alarm. They described it as a high pressure leak when there is no such alarm in the system.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The service representative reported the following; when the service representative arrived at the site and spoke with mr. (B)(6) in the biomed department, he stated that the alarm was a rapid gas loss alarm and not what was called in. Service order #(B)(4) was completed on (B)(4), as a pm. It was observed a "rapid gas loss" in the alarm logs and creating these alarms is part of the performance tests. The "high pressure alarm" could not be re created. The unit passed all tests and was returned to use." (B)(4).